Event description:
It was reported that the patient stated that the implanted inflatable penile prosthesis (ipp) did not work. An appointment could not be scheduled yet due to the virus making it impossible.

Event description:
It was reported that the patient stated that the implanted inflatable penile prosthesis (ipp) did not work. An appointment could not be scheduled yet due to the virus making it impossible.